Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's power management board was replaced to address the issue.

Manufacturer narrative:
On previously submitted report a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's power management board was replaced to address the issue. Further information received that the device failed testing for detachable lithium-ion battery and low oxygen flow. The evaluation found that the adjustment of grey removeable foam is necessary. Foam was adjusted. The detachable battery connector cable assembly has been replaced. The device passed all testing.